Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional h2: additional information

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient was at home, the dexcom sensor was showing low glucose readings, and the patient experienced vomiting and stomach pain. The parents took the patient to the hospital, where the sensor continued to display 'low' readings. However, a manual blood glucose test performed by the nurse showed a reading of 24 mmol/l. The patient was diagnosed with diabetic ketoacidosis (dka). The doctor has administered insulin along with several IV medications, including a combination of potassium, sodium chloride, sodium acetate, potassium phosphate, and dextrose (for diabetes management). The patient was resting at the hospital and remained under observation at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the pediatric patient was at home, the dexcom sensor was showing low glucose readings, and the patient experienced vomiting and stomach pain. The parents took the patient to the hospital, where the sensor continued to display 'low' readings. However, a manual blood glucose test performed by the nurse showed a reading of 24 mmol/l. The patient was diagnosed with diabetic ketoacidosis (dka). The doctor has administered insulin along with several IV medications, including a combination of potassium, sodium chloride, sodium acetate, potassium phosphate, and dextrose (for diabetes management). The patient was resting at the hospital and remained under observation at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B3: date of event - correction. B5: describe event or problem - correction. H6: correction.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 07/25/2025. Data was further reviewed. On (B)(6) 2025, cgm values were in target range between 5.7 mmol/l and 16.0 mmol /l during the hours of 12:00 am to 04:33 pm. From 04:38 pm to 06:18 pm, there was intermittent temporary sensor error under an hour and signal loss under an hour. When readings returned at 06:23 pm, estimated glucose value (egvs) were low (less than 40 mg/dl). At 06:48 pm, the app experienced signal loss for almost three hours. From 09:43 pm on the night of (B)(6) 2025 until 10:28 am the next day, (B)(6) 2025, the egvs were trending near the low alert threshold of 3.3 mmol/l with egvs between low (less than 40 mg/dl) to 142 mg/dl and intermittent temporary sensor error under an hour and signal loss under an hour. On (B)(6) 2025 at 09:38 am, the egv was 3.8 mmol/l, which was compared to a fingerstick value you 23.1 mmol/l at 09:40 am. Data analysis confirmed the inaccurate cgm values on (B)(6) 2025. Cgm reading was 3.7 mmol/l at (B)(6) 2025 10:03:39 am and meter reading was 23.1 mmol/l at (B)(6) 2025 10:07:19 am. Accuracy calculation was -83.98%. The probable cause could not be determined. No additional patient or event information is available.